Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (remove health professional) and h8 additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to when the sheath is protruded while the angle of the endoscope is severe (up max state), the internal parts (metal pipes) of the endoscope come into contact with the sheath, causing the sheath to deform due to increased frictional resistance, it is also believed that the scraped sheath fell out of the body. However, a definitive root cause of the event could not be identified. The following are included in the instructions for use (IFU): ·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use aspiration needle of the sheath was stripped and fell off and required urgent retrieval. The issue occurred during a linear endobronchial ultrasound (ebus) diagnostic procedure. There was a slight delay in the procedure and the patient was under general anesthesia for several minutes. The intended procedure was completed with another similar device, and the damaged needle was discarded. There were no reports of patient harm.